Event description:
The manufacturer's representative reported that the pt underwent pump replacement due to "pump failure" - implant duration was 23 months. The pt was experiencing increased spasticity. The pump was replaced; the catheter was patent with retrograde cerebrospinal fluid flow noted. The pump was programmed to the minimal rate. Final pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.